Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint was confirmed based on the medical operative notes that was provided. Device history records were review and no deviations or anomalies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 180503 comp locking screw 4.75x30mm 447990, 180503 comp locking screw 4.75x30mm 003080, 180501 comp locking screw 4.75x20mm 302580, 180500 comp locking screw 4.75x15mm 655800, 115382 comp rvs cntrl scr 6.5x30mm st 958100, 118001 versa-dial/comp ti std taper 464500, 115320 comp rvrs shldr glnsp std 41mm 413710, xl-115366 acrom xl 44-41 std hmrl brng 773550, 113636 comp primary stem 16mm mini 420420, 115330 comp rvrs shdr glen bsplt +ha 559110. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that the patient underwent a initial right shoulder arthroplasty and was revised due to implant fracture and pain approximately four (4) years post implantation. No additional information is made available.